Event description:
New information states that there was another episode of post paced t wave oversensing on (B)(6) 2020. The device was reprogrammed. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with non-sustained right ventricular oversensing due to post paced t wave oversensing. The device was reprogrammed. The patient was stable.